Manufacturer narrative:
Conmed received the damaged saw blade for evaluation on 11/25/2015. Visual inspection of the returned instrument confirmed a portion of the blade was damaged/worn down and some of the teeth are bent. Viewed under magnification, the returned blade shows wear on the sides at the distal end of the blade indicating that it was used with the proper sternum saw guard. There are three missing teeth from the center of the blade that appear to have been ground down from contact with a hard object. Several of the adjacent teeth show wear also appearing to be result of contact with a hard object. The blade meets dimensional size and material specifications. Tissue debris between the teeth indicates that the blade has been used in surgery. The damage to this blade does not appear to be related to the material or manufacturing process. The lot# for this device was not provided therefore a review of the manufacturing records could not be performed. A review of complaint history shows there have not been any previous complaints or adverse events reported for this device during the past five years. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The product insert contains the following instructions for use: refer to the appropriate conmed linvatec handpiece instruction manual for detailed assembly, installation and other instructions for use.

Event description:
No further event information has been provided in spite of multiple attempts to obtain additional event details. The handpiece item# and serial# and bur guard used during the event were not available.

Manufacturer narrative:
The sternum blade has not been received for evaluation. Upon receipt of this device and completion of the evaluation, a follow-up report will be submitted with the evaluation findings.

Event description:
The customer reported that during surgery using the 10 x 35 x 0.6mm sternum saw blade, the blade was damaged. Some of the teeth were missing and could not be located. The procedure was completed successfully using backup blades. As reported, the patient status is to watch and wait and there is no abnormality in particular. Patient and all additional requested information were unable to be obtained.